Manufacturer narrative:
Device evaluation summary: one tracheostomy (trach) sample was received in used condition without the original packaging. Immediate visual inspection did not detect any damage. A leak and inflation test was completed and leakage occurred due to a small tear found in the cuff. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source could be identified.

Event description:
Information was received that during the use of a smiths medical intubation tube, a leak occurred. A tube replacement was required. No patient injury resulted.